Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pop-off membrane was replaced and the internal o-rings were cleaned to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a leak of greater than 750lpm at low flow. There was no report of patient involvement.